Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 9 december 2019.

Manufacturer narrative:
This report is submitted on april 15, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated with antibiotics and steroids (type and date not reported).